Manufacturer narrative:
Approximate age of device ¿ 9 months. Although the evaluation of the submitted log files confirmed low flow alarms, a specific cause for the events could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists thromboembolism and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This IFU contains information regarding the recommended anticoagulation therapy and inr range. The hm3 lvas IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. Also of note, a 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital. The right heart catheter showed elevated right atrial pressures, wedge pressures and left ventricle size. Several low flow alarms were reported. The patient also had a rise in lactate dehydrogenase (ldh) level from a baseline of 194 u/l to 345 u/l. The echocardiogram showed thrombus on the aortic valve the patient was taken to the operating room and underwent a mini left thoracotomy to address a possible twist in the outflow graft and the graft was found to not be twisted or kinked. It was reported that an unusual form of right ventricular failure was found. The patient was recovering well and was urgently listed for heart transplant. No further information was provided.